Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which caused the device classified false termination of episodes. No patient complications have been reported as a result of this event.